Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The blood glucose level was 14.1 mmol/l at the time of incident. Customer stated that they received open book image on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, sleep current measurement, active current measurement, and self tests; however, it failed load/prime test in that the process terminated too quickly. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the connector between electrical board. Unable to perform the prime/seating, basic occlusion, force sensor, and occlusion tests due to the load/prime anomaly. Device received with horizontal hairline cracks in the battery threads.